Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. Other lead measurements were stable and within normal range. The physician suspected the impedance issue was due to the patient's heart tissue. The patient and lead will continue to be monitored. No adverse patient effects were reported.